Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the device was not booting up. Upon checking the system fse found the system counter down at 00:00, the flexvision pc did boot up, try to replace another disk, but it got failed. To resolve the issue fse bypass the disk bay, connected the disk to mother board. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.